Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the usb cable and ac adaptor were missing from the packaging of their onetouch verio iq meter. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.